Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported two days after an angio-seal was deployed, the pt experienced sub-acute ischemia. There were no problems when the angio-seal was deployed and the artery was large enough. The pt underwent a femoral artery angioplasty. There were no other consequences.